Event description:
Product broke down for the 2nd time. Company will not pay to fix it causing me to need bedrest on three separate occasions due to back problems that they advertise on their site as being FDA approved. The link and logo are there although I am unable to find them listed here as a member or someone that has been approved. Dose: 15 minutes. Frequency: every other day. Dates of use: 2008. Diagnosis: stress and strain on back due to accident. Pain in back due to work. Too many to list, various doctors etc... Not really relevant.